Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was not reported. Troubleshooting was performed. Reviewed the alarm history and found that the insulin pump alarmed no delivery. Time and date were correct. The bolus history and basal rates calculations matched with the daily totals. Ran a fixed prime test and the insulin exited. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.